Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on anterior, and crease fold. A microscopic analysis was performed which identified: a crease sharp opening on anterior and stress marks. Based on the device analysis the final assessment is: - a crease sharp opening on anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.